Event description:
Allegedly once the countersink had been driven into the bone, the wire broke, with approx 20mm left in the bone. The bone stock was not particularly sclerotic. In order to remove the pieces of wire in the pt, a long 2.0mm cannulated drill was used to over drill the wire, then push out the wire with a second 1.6mm wire. This extra procedure of wire removal added 20 min. To a 40 min. Case.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in other country.